Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with direct right inguinal hernia, thereby underwent open repair with the implant of kugel hernia patch. Per operative notes, ¿there was a laxity of the transversalis fascia, concordant with the physical findings of a direct inguinal hernia. A kugel hernia patch was placed in the preperitoneal space with an overlap of the internal ring and an overlap of the pubic tubercle.¿ (B)(6) 2016 - patient was diagnosed with right side ilioinguinal neuralgia, thereby underwent laparoscopic repair with neurolytic block with alcohol. Per operative notes, ¿the right inguinal nerve was identified just lateral to the kugel hernia patch.¿ (B)(6) 2016 - patient was diagnosed with chronic pain, thereby underwent open repair with removal of kugel hernia patch. Per operative notes, ¿a large piece of mesh was identified in the preperitoneal space. The mesh was very adherent to the epigastric vessels, so that had to be removed. The mesh was dissected all the way down to the pubic tubercle. There was some dense scar, which was divided and the mesh was completely removed.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, and emotional injuries. It is also alleged that the patient had adhesion to epigastric vessels which had to be sacrificed to remove the mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 1 month post implant of kugel patch, patient was diagnosed with adhesions, scar tissue and neuralgia thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 1 month post implant of kugel patch, patient was diagnosed with adhesions, scar tissue and neuralgia thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the date of implant. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of kugel hernia patch. Per operative notes, ¿there was a laxity of the transversalis fascia, concordant with the physical findings of a direct inguinal hernia. A kugel hernia patch was placed in the preperitoneal space with an overlap of the internal ring and an overlap of the pubic tubercle.¿ (B)(6) 2016 - patient was diagnosed with right side ilioinguinal neuralgia thereby underwent laparoscopic repair with neurolytic block with alcohol. Per operative notes, ¿the right inguinal nerve was identified just lateral to the kugel hernia patch.¿ (B)(6) 2016 - patient was diagnosed with chronic pain thereby underwent open repair with removal of kugel hernia patch. Per operative notes, ¿a large piece of mesh was identified in the preperitoneal space. The mesh was very adherent to the epigastric vessels. The mesh was dissected all the way down to the pubic tubercle. There was some dense scar, which was divided and the mesh was completely removed.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, and emotional injuries. It is also alleged that the patient had adhesion to epigastric vessels which had to be sacrificed to remove the mesh.